Manufacturer narrative:
Further investigation regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The returned nozzle unit has been investigated. During testing in a reference ventilator and laboratory tests the reported event could be confirmed. According to received log files, it has been confirmed that the pressure transducer test failed in pre-use check tests on the date of event. The nozzle unit which is part of the gas module and consists of a membrane, a mouthpiece, and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly (12 month) preventive maintenance or after 5,000 hours of operation. According to received log there has not been any preventive maintenance since the unit was delivered june 2013, which indicates that the returned nozzle unit was more than 18 months old at the time of event. Our conclusion is that high pressure in the pre-use checks was caused by lack of preventive maintenance.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).